Event description:
It was reported that there were signs of premature battery depletion (pbd) for this pacemaker during a routine follow up. The battery longevity had dropped from 10.5 years, to battery capacity depleted in approximately 20 months. This device was subsequently explanted and successfully replaced with a new device. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported. This device was subsequently returned to boston scientific and analysis is expected to be performed.

Event description:
It was reported that there were signs of premature battery depletion (pbd) for this pacemaker during a routine follow up. The battery longevity had dropped from 10.5 years, to battery capacity depleted in approximately 20 months. This device was subsequently explanted and successfully replaced with a new device. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported. This device was subsequently returned to boston scientific and analysis is expected to be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population